Event description:
The event is reported as: the bronchial cuff was found to be leaky. No report of a patient injury.

Manufacturer narrative:
The results of the investigation are incomplete at the time of this report.